Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.0x15 mm trek dilatation catheter was advanced past the lesion with no resistance. When the trek was pulled back to position in the vessel, it was noted that the shaft had separated at the hypotube. The trek was removed as a unit with the guide catheter and guide wire. There was no patient injury. No additional information was provided.